Manufacturer narrative:
Summary: returned waveone gold primary file 25mm was analyzed and turns out to be not broken, not damaged. No fault was found. For information, no unused file is available for evaluation. Moreover, the batch number is unknown, DHR cannot be reviewed. Additional information received that the broken part was not removed because the tooth is currently pain free and the patient did not want to invest additional time and money. Endodontist also said it would not be possible to remove the broken part from its position.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm broke during use. The broken parts have not been retrieved from the patient's mouth. Patient has been referred to endo specialist. No injury.